Event description:
It was reported that two leads were implanted after the use before date. It was also reported that the packaging stated a later use before date which is after the date of implant. The packaging was not kept and the use before date on the package cannot be confirmed. The leads remain implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.